Event description:
It was reported that during a lap sigma procedure, the blade was broken outside of situs; the part did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.